Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and verified that there have been no other complaints associated with the serial numbers from this same work order. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and training manuals were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Successful management of vascular complications depends on being prepared. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective actions/preventative actions (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The risks outlined in the pra remain the same; the pra documents the potential for surgical intervention, which did occur during this event. The pra remains applicable and no further action is required. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action. The frame damage was unable to be confirmed as no device or relevant imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'high resistance was felt while advancing the commander delivery system with crimped valve through the esheath. A bent valve frame strut was noticed in a very late stage almost in the aortic arch'. In this case, the high resistance was encountered during delivery system advancement, so excessive force was applied to overcome the high resistance, it could lead to valve bent struts as reported. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Event description:
As reported by the edwards european affiliate, a high surgical risk patient with cardiogenic shock underwent tf tavr with a 26mm sapien 3 ultra valve case. A heart-lung machine was used via the left groin. High resistance was felt while advancing the commander delivery system with crimped valve through the esheath. During valve insertion, a bent strut was noticed and the decision was made to remove the system. The patient's iliac artery was heavily injured by the bent strut. The case was converted to vascular surgery to oversew the iliac artery plus an impella was implanted via left groin for circulatory support, redo same day right groin for hematoma removal, however the patient expired in the ICU on pod 2 due to mixed septic shock/multi-organ failure and acute on chronic kidney failure.

Manufacturer narrative:
Added additional information to b.7, h.6 type of investigation and investigation findings. Corrected b.5 and h.6 investigation conclusions based on new information received. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and verified that there have been no other complaints associated with the serial numbers from this same work order. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and training manuals were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Successful management of vascular complications depends on being prepared. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. The frame damage was unable to be confirmed as no device or relevant imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'a high surgical risk patient, who already came in with cardiogenic shock, underwent a 26mm sapien 3 ultra valve case, in aortic position by right transfemoral approach. A heart-lung machine was used via the left groin. During valve insertion, valve with bent strut was noticed. Iliac artery was heavily injured by the bent strut'. Due to limited information with no device provided and/ or imagery provided, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, a high surgical risk patient with cardiogenic shock underwent tf tavr with a 26mm sapien 3 ultra valve case. A heart-lung machine was used via the left groin. During valve insertion, a bent strut was noticed. The patient's iliac artery was heavily injured by the bent strut. The case was converted to vascular surgery to oversew the iliac artery plus an impella was implanted via left groin for circulatory support, redo same day right groin for hematoma removal, however the patient expired in the ICU on pod 2 due to mixed septic shock/multi-organ failure and acute on chronic kidney failure.